Event description:
It was reported that the customer had a compromised force sensor system alarm and physical damage on the insulin pump. Customer's blood glucose level was 200mg/dl. Customer stated that she always drops and bumps her pump. Customer reported that the plastic piece at the bottom of the pump fell off and she could see the glue. Customer stated that she was able to push it back into place. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.